Event description:
It was reported that the smiths medical pump alarmed no disposable pump won't run at various reservoir volumes. It is unknown if air in line was noted. The patient was not affected.